Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to the patient having to charge the device more often, replacement went as planned. Device will not return because it was discarded per hospital policy. The patient was doing well in post operatively. Electrocautery was not used.